Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. The reason for call was patient mentioned that lately, on the right side of their labia and a little into their thigh, they feel a burning sensation sometimes. Patient also said that when they experience burning sensations they try to position themselves differently, and they turned down their stimulation. Patient stated that they have had a couple of MRI's where they have not turned off their device, and they inquired if that could be related to the issue. Agent reviewed. The patient was redirected to their healthcare provider to further address the issue. The patient also mentioned that they recently attempted to get and MRI but the facility received a message that indicated that they could not receive an MRI. When agent asked what message presented, the patient stated that they did not know. Agent guided patient through navigating to MRI mode. Patient confirmed they were able to connect to their settings and activate MRI mode, MRI mode displayed full body eligibility.